Event description:
1.5 hours into a 3 hours treatment the instrument indicated the ultrafiltration goal had been reached. It also indicated it had reached an ultrafiltraiong goal 13 kg but the operator stated the instrument had been set for an ultrafiltration goal of 5kg. The pt became hypotensive and had a heart rate increase to 135bpm. The pt was in a bed and could not be weight so the weight loss could not be confirmed at the time. The pt stabilized and dialysis was continued onm another instrument.